Manufacturer narrative:
510(k) number: k180868. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kawashima et al 2013, preoperative endoscopic nasobiliary drainage in 164 consecutive patients with suspected perihilar cholangiocarcinoma to assess the clinical benefits of preoperative endoscopic nasobiliary drainage (enbd) in patients with perihilar cholangiocarcinoma. The following is a list of potential rpn¿s: enbd (rpn unknown), enbd-5 liguory, enbd-5 liguory-rt, enbd-7, enbd-7 liguory-c, enbd-7-liguory-rt, enbd-7-nag-c. 33 cases of post enbd pancreatitis, of the 164 patients (26 grade 1 patients, 4 grade 2 patients, and 3 grade 3 patients). All of the patients with grade 1 and 2 post-enbd pancreatitis and 2 of the 3 patients with grade 3 pancreatitis were cured with conservative treatment (ie, fasting, transfusions, and antibiotics). The clinical course of these 32 patients was identical to that of the patients without post-enbd pancreatitis, except for a prolonged fasting period. The remaining patient with grade 3 post-enbd pancreatitis developed liver and renal failure; this patient eventually became inoperable because of poor general condition. From the multivariate analysis, the significant risk factors for post-enbd pancreatitis included undergoing pancreatography (p<0.001; 95% ci, 2.44¿31.1) and the absence of previous ebs or enbd (p < 0.001; 95% ci, 3.03¿29.2) (table 4). Enbd reinsertion due to dislocation or occlusion of the catheter was required in 16 patients. This file will capture the one patient with grade 3 pancreatitis who developed liver and renal failure. All details regarding this complaint was initially reported under 3001845648-2020-00278, however through the course of the complaint investigation it was decided as per cooks internal complaint process to separate this event for this particular patient.

Manufacturer narrative:
510(k) number: k180868. This is a cancellation report. The information previously reported in this MDR report has now been consolidated into emdr 3001845648-2020-00278. Current MDR no longer required. Changes were confirmed on 30-mar-21

Event description:
This is a cancellation report. The information previously reported in this MDR report has now been consolidated into emdr 3001845648-2020-00278. Current MDR no longer required. Changes were confirmed on 30-mar-21.